Event description:
The consumer was standing beside the bed with one hand on the half rail for balance. As the consumer reached with the other hand to pull up a blanket, the rail allegedly collapsed and fell to the floor. The consumer allegedly fell to the floor and sustained a broken hip. He died 3 days later while still in the hosp. Due to unrelated causes.